Event description:
Caller reported damage to pump housing and surrounding usb port, but the ability to charge the pump was unaffected. There was no adverse impact to the customer¿s blood glucose level. Due to normal wear and tear, the pump could no longer be guaranteed watertight, and technical support decided to replace the pump. Despite it being out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.